Manufacturer narrative:
Approximate age of device ¿1 year, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient experienced low flow alarms. Log file analysis noted pump stoppage events while the patient was supported by the power module. On (B)(6) 2018 technical services "preformed" a driveline repair. Most of the external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient was discharged home with a no ground cable and told to use for support until the analysis could be concluded.

Event description:
Additional information received: log file captured a pump stoppage event on (B)(6) 2018. The patient was connected to a grounded cable. There was no reported problem with the external percutaneous (driveline) lead. The external driveline repair did not resolve the pump stoppage events. It was recommended the patient use a ungrounded cable.

Event description:
Drive line repair performed on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stoppage events and hazard alarms were confirmed through the review of the log files submitted by the account. However, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 11.5" of the distal portion of the patient's percutaneous lead (driveline) was replaced and returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. Additionally, the hmii lvas IFU contains detailed information regarding pump speed, power, flow, and pi. This IFU also outlines all system controller alarms (including low voltage hazard, low flow hazard and pump off alarms), as well as how to respond to such events. The hm ii lvas IFU and patient handbook outline battery charge levels, the fuel gauge display, visual and audible alarms, and how to exchange power sources. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.